Event description:
Major pump unit(s) involved: blood pump.

Event description:
Major pump unit(s) involved: blood pump;rv thrombus.specific component(s) involved: blood pump.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.type: rvad.